Manufacturer narrative:
The investigation is ongoing as we are waiting for results of the device evaluation. Results of the analysis will be provided to the follow-up report.

Event description:
Based on the collected information, e300 error code was dispaled on the citadel plus side rail and the customer staff decided to transfer the patient from the bed. When the patient was starting to stand with hand on the side rail, the bed side rail allegedly dropped 3-4 inches in height. No injury was reported.

Manufacturer narrative:
Based on the collected information, on 4 may 2022, e300 error code was displayed on the citadel plus side rail control panel therefore the customer staff decided to transfer the patient to another bed. The patient was tried to get up from the bed, supporting themselves the side rail, when the bed abruptly dropped 3-4 inches in height. No injury was reported. Additional information received from the arjo rental service consultant confirmed that the side rail was in up position at time of event and it did not open. It was claimed that the bed¿s platform abruptly dropped 3-4 inches in height. According to the customer facility internal decision, the bed involved in the alleged event remained in use until 10 may 2022. After the bed returned from rent, it was quality control checked on 13 may 2022, and confirmed as working correctly. The bed was then rented to another facility. The allegation of bed dropping and e300 error code displaying on the control panel, could not be confirmed. The e300 error code informs the user that one of the control buttons is depressed for more than 90 seconds. According to troubleshooting procedure describe in the citadel plus instruction for use (831.374) it is recommended to ¿remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿ based on the above, it is suspected that the bed frame lowered due to accidentally activated lower button located on one of the side rails control panels. This hypothesis was not confirmed as it is unknown why the movement was described by the customer as "abruptly drop". To conclude, the bed frame lowered and from that perspective the citadel plus bed did not meet the performance specification. The bed was in use by a patient, no injury was reported. The complaint was decided to be reportable due to unintended lowering of the bed frame (described by the customer as a drop).

Event description:
Based on the collected information, on 4 may 2022, e300 error code was displayed on the citadel plus side rail control panel therefore the customer staff decided to transfer the patient to another bed. The patient was tried to get up from the bed, supporting themselves the side rail, when the bed abruptly dropped 3-4 inches in height. No injury was reported. Additional information received from the arjo rental service consultant confirmed that the side rail was in up position at time of event and it did not open. It was claimed that the bed¿s platform abruptly dropped 3-4 inches in height.